Event description:
It was reported that the customer's fill estimates were inaccurate with multiple cartridges. The customer had initially used cold insulin. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The customer followed up and reported that their issue was resolved after they were able to successfully load a new cartridge with a fill estimate consistent with what was expected. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.